Manufacturer narrative:
H10: as the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instruction for use (IFU) is adequate for the reported device/patient and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported through the results of a clinical trial that approximately three-month post angioplasty procedure with a focused force percutaneous transluminal angioplasty balloon dilatation catheter in the left superficial femoral artery, ultrasound demonstrated stenosis in the target lesion. It was further reported that drug coated balloon and atherectomy were used to treat the lesion result in successful procedure. New information: approximately 7 months post index procedure, intravascular ultrasound and an atherectomy were performed as re-intervention to the left superficial artery that had an 80% concentric calcific lesion at the midportion. New information: approximately 7 months post index procedure, an atherectomy and pta were used as treatment in the target lesion which reduced stenosis from 59% to 10%. New information: it was reported through the results of a clinical trial that during 12-month follow-up visit, duplex ultrasound was performed and 50-90% stenosis was identified.

Manufacturer narrative:
H10: as the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instruction for use (IFU) is adequate for the reported device/patient and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported through the results of a clinical trial that approximately three-month post angioplasty procedure with a focused force percutaneous transluminal angioplasty balloon dilatation catheter in the left superficial femoral artery, ultrasound demonstrated stenosis in the target lesion. It was further reported that drug coated balloon and atherectomy were used to treat the lesion result in successful procedure. New information: approximately 7 months post index procedure, intravascular ultrasound and an atherectomy were performed as re-intervention to the left superficial artery that had an 80% concentric calcific lesion at the midportion. New information: approximately 7 months post index procedure, an atherectomy and pta were used as treatment in the target lesion which reduced stenosis from 59% to 10%.

Manufacturer narrative:
H10: as the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instruction for use (IFU) is adequate for the reported device/patient and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the results of a clinical trial that approximately three-month post angioplasty procedure with a focused force percutaneous transluminal angioplasty balloon dilatation catheter in the left superficial femoral artery, ultrasound demonstrated stenosis in the target lesion. It was further reported that drug coated balloon and atherectomy were used to treat the lesion result in successful procedure. New information: approximately 7 months post index procedure, intravascular ultrasound and an atherectomy were performed as re-intervention to the left superficial artery that had an 80% concentric calcific lesion at the midportion.

Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instruction for use (IFU) is adequate for the reported device/patient and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiration date: 08/2020).

Event description:
It was reported through the results of a clinical trial that approximately three-month post angioplasty procedure with a focused force percutaneous transluminal angioplasty balloon dilatation catheter in the right superficial femoral artery, ultrasound demonstrated stenosis in the target lesion. It was further reported that drug coated balloon and atherectomy were used to treat the lesion result in successful procedure.